Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Additional device: (B)(4) lag screw, ti gamma3 10.5x100mm, lot# k913828.

Event description:
It was reported that surgeon reviewed x-rays and determined the gamma nail broke.